Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.

Event description:
It was reported that the patient presented to the emergency room with the same symptoms as previously reported with the first perforation - twitching and pain in arm and chest. It was revealed under fluoroscopy that this new lead had perforated.